Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient had a break in aseptic technique further described as touch contamination during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The patient was hospitalized for this event. The patient was treated with gentamicin (intraperitoneally, dosage and frequency not reported) and vancomycin (intraperitoneally, dosage and frequency not reported). Gentamicin treatment was stopped during the hospitalization but vancomycin treatment was ongoing. The cause of the peritonitis was touch contamination. The patient was discharged from the hospital after three days. The patient was reported to be recovering from the event at the time of the report. Pd therapy was ongoing. No additional information is available.